Event description:
Boston scientific received information that during the replacement of this cardiac resynchronization therapy defibrillator (crt-d) for elective replacement indicator (eri), the torque wrench's were breaking when attempting to loosen the set screws. Boston scientific technical services (ts) were consulted and discussed that each rate/sense lead had two set screws. The set screws were then able to be loosened and the leads were able to be removed without noted difficulty. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.